Manufacturer narrative:
E1. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, the tube was missing a label. The tube was not used and there was no patient impact.

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer for investigation of missing label. The photo was reviewed and the indicated failure mode of missing label was observed.  Additionally, 30 retain samples were subjected to a visual inspection, and missing label was not observed in any of the tubes. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of missing label.  Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, the tube was missing a label. The tube was not used and there was no patient impact.